Event description:
It was reported that during a surgical procedure the wrist of the rount tip scissors instrument broke. No patient harm, adverse outcome or injury was reported. The procedure was converted to non-robotic laparoscopic techniques to finish the planned surgery.